Manufacturer narrative:
D1 (brand name) has been updated. Asae/ major bleed/ ventricular fibrillation: the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment. A 58-year-old male with a medical history of hypertension, hyperlipidemia, congestive heart failure, and diabetes mellitus underwent coronary angiography that demonstrated multivessel coronary artery disease involving the left main coronary artery, left anterior descending coronary artery, circumflex coronary artery, and right coronary artery. The patient was evaluated for coronary artery bypass graft surgery but was not considered a surgical candidate and was scheduled for high-risk percutaneous coronary intervention with impella support while deferring the right coronary artery to a later date. During the procedure, the patient experienced an episode of ventricular fibrillation that required defibrillation. This event was believed to be related to reperfusion injury or deep guidewire position. Following the successful intervention, the impella device was gradually weaned and successfully removed without observed hemodynamic instability. As impella cp was explanted, access site bleeding was noted. Two additional closure devices were deployed but bleeding continued. An eight-french vascular closure device was then placed, resulting in near complete hemostasis, followed by ten minutes of manual compression. No device malfunction was reported, and all device-related actions were taken based on the patient¿s clinical condition and procedural findings.

Manufacturer narrative:
B5 additional information was added. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. G1 added manufacturer contact fax number as it was omitted from the initial report that was submitted.

Event description:
Additional information was available. No interventions beyond what was mentioned previously was done. Any bleeding issues were resolved with manual compression. The device was unfortunately not saved. No further information is available.